Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds). One hour post procedure, the patient experienced neurological changes and face and left hand numbness associated with a tia. Computed tomography angiography (cta) of the brain revealed no abnormal findings. Tissue plasminogen activator (tpa) was administered and the symptoms of the patient improved. Due to unrelated cervical spine issues, the patient remains hospitalized.